Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient reported they were implanted in 2018, and they suspected there was an issue with one of the leads (potentially), or the device battery was no longer working. When turned up to max level, they felt nothing. They were looking for someone to assist them with the device.